Manufacturer narrative:
Concomitant medical product: w1tr01 crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead pacing a higher outputs caused the patient to experience diaphragmatic stimulation. The device feature that monitors the pacing amplitude threshold and adjusts lv outputs was programmed to monitor only, and the lv lead outputs were reprogrammed. The lv lead remains in use. No further patient complications have been reported as a result of this event.